Event description:
Q: why is there not more atrial pacing with a undersensing?. D: caller provided patient's device serial number. R: discussed timing cycles with caller. Recommended lowering a sensitivity to 0.15mv and change post ventricular atrial blanking period to partial. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).